Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the engineer evaluation and new information received from the site. The following sections of this report have been updated: additional information added to b5, additional information added to b7, updated d4 (lot number, expiration date, and primary UDI number), corrected d9, updated h4, additional codes added to h6 type of investigation, corrected h6 investigation findings, corrected h6 investigation conclusions, and updated h10. The delivery system balloon burst reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary: the IFU, current risk mitigations including design and manufacturing controls, and training manuals have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, balloon burst events during valve deployment have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to calcification in the landing zone or over-inflation of the balloon. The delivery system balloon burst was unable to be confirmed due to unavailability of imagery or returned device for evaluation. Available information suggests patient factors (calcification) likely contributed to the event as there was spot of calcium at deployment position. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
Per additional information received from the site, perceived root cause of the balloon burst was a spot of calcium.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the literature received. The following sections of this report have been updated: additional information added to b5, additional information added to b7, corrected g2, and h6 device code corrected. Investigation is ongoing. Reference: pennacchi, m., muthukkattil, m. L., nazzaro, m. S., cristofani, d., & de felice, f. (2025). Balloon-expandable transcatheter heart valve dislocation into the left ventricle successfully repositioned by an "anchoring balloon". Case reports, 30(18), 103907.

Event description:
Per the article, "balloon-expandable transcatheter heart valve dislocation into the left ventricle successfully repositioned by an 'anchoring balloon'," suboptimal delivery balloon expansion during valve deployment was observed. Multiple dilation attempts were unsuccessful. After balloon deflation and withdrawal, acute bioprosthesis migration into the left ventricle occurred. The prosthesis was crossed with a non-ew balloon and successfully repositioned in the annulus. Once the correct positioning was confirmed the balloon was fully inflated. After repositioning the balloon at the center of the prosthesis, balloon reinflation was performed to optimize valvular expansion. After the procedure, the delivery system balloon was inspected and contrast leakage from 2 holes at the point where the prosthesis was crimped was observed. Per the article, possible perceived root cause of the delivery system damage could be either due to a manufacturing defect or due to accidental damage to the balloon during crimping of the prosthesis. Angiography showed a well-expanded, well-positioned valve. The patient was discharged 2 days later. At 1-month follow-up, the patient reported improvement in dyspnea and the echocardiogram confirmed good valve positioning without paravalvular leak and with a mean pressure gradient of 5.4 mm hg.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the engineering evaluation. The following sections of this report have been updated: corrected h6 type of investigation, corrected h6 investigation findings, and updated h11 below. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Imagery was provided and the following was observed: two pinholes seen at the crimping balloon area. Tortuosity and calcification are present in the access vessel and abdominal aorta. There is a calcified native valve leaflet. The instructions for use (IFU), and training manuals have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The balloon leak was confirmed based on evaluation of the imagery provided. However, no manufacturing non-conformances were identified during engineering evaluation. Furthermore, there was no report of any issue with the delivery system during device unpacking or preparation. During manufacturing balloons are 100% visually inspected at several different steps and devices are 100% leak tested. Therefore, it is unlikely that the delivery system left the manufacturing site with balloon damage. Additionally, there was no note of abnormalities or leakage on the delivery system during device preparation and de-airing, suggesting that there was no issue with the device when removed from packaging. Per evaluation of provided imagery, the commander delivery system crimp balloon had two (2) pinholes. Balloon leaks may result from damage to the balloon material sustained through a combination of patient and/or procedural factors. The structural integrity of the balloon may be compromised via improper device preparation (crimping) or improper valve alignment techniques (excessive manipulation within tortuous/calcification anatomy). It may also be possible for the balloon to become damaged during delivery system advancement through sheath/vasculature via unfavored interactions between the balloon and the crimped thv (typically promoted by calcified, tortuous, and/or vessel-restricted anatomy via non-coaxial advancement angles) or interaction with calcification during placement in target site. In this case, the patient presented calcified in the native aortic valve leaflets and access vessel. As such, available information suggests that patient (calcification) and procedural factors (valve frame interaction with balloon) may have contributed to the complaint event. However, due to insufficient information, a definitive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As reported from italy, during deployment of a 29mm sapien 3 valve in the aortic position by transfemoral approach, the commander delivery system balloon burst. The valve embolized into the ventricle. Using a vacs ii balloon, the valve was captured and deployed correctly in the aortic annulus. Reported excellent outcome.

Manufacturer narrative:
Investigation is ongoing.